Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, during implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach into a pre-existing failed non-edwards surgical valve while advancing the s3u valve around the arch and through the non edwards valve, the s3u valve became entangled in the frame of the surgical valve. The physician attempted advancing, pulling back, torqueing, and manipulating the wire without success. The contralateral side was upsized to a 12fr sheath, the valve was crossed again and a non edwards balloon was advanced into the valve along side the s3u valve and delivery system, inflated in an attempt to free the s3u valve from entanglement with the surgical valve without success. Heart team opted to go to open heart surgery. The patient was put on bypass, they arrested the patient and cut the delivery system with trauma sheers. The distal portion of the flex catheter, valve and nose cone were removed from the surgical valve. Surgeon explanted the valve and implanted an edwards 23mm inspiris valve. Patient left the or in stable condition.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. Imagery and photos were provided, and the following was observed. Procedural cine showing crimped valve becoming entangled in the frame of the pre existing valve during crossing. Procedural imagery of the delivery system being surgically cut out of the patient. Distal portion of delivery system (flex catheter, balloon and crimped valve) was cut and removed from patients pre existing valve. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes below. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of the delivery system being entangled in the frame of a preexisting non edwards valve was confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non conformance was unable to be determined. However, a review of DHR and lot history did not reveal any manufacturing non conformance contributed to this event. A review of the IFU / training materials revealed no deficiencies. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve crossing difficulty, including, but not limited to, poor visualization, improper positioning, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, and movement of the delivery system by the operator. Additionally, it should be noted that the reported event was an off label use case. Perceval valve replacement using the s3u/commander is not an indicated use. Due to insufficient information, a definite root cause is unable to be determined at this time. No manufacturing non conformances were identified during the evaluation. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.